Event description:
Facility reported that 15 minutes into hemodialysis treatment, the pt complained of severe back pain and sob. The pt was given 25mg IV benadryl and o2 at 2l/min. The md was notified of the pt's condition. Bp177/78, pulse 112. The pt's blood was rinsed back and the pt was put on a differewnt dialyzer and treatment was resumed without further incident. The sample was discarded by the unit.